Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on unknown date. Customer reported high blood glucose level of 450 mg/dl. They tried to link newly received transmitter, but insulin pump messaged that the transmitter was not compatible with the insulin pump. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.